Event description:
It was reported that, failed (broken) gamma nail, removed and revised with a restoration ps 203 stem.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.